Event description:
Customer's family member reported receiving a freestyle reading of 240 mg/dl. Customer showed symptoms of hypoglycemia and the paramedics were called. Paramedics tested with an unknown brand meter getting a result of 60 mg/dl. Paramedics administered dextrose and transported customer to the hospital.